Manufacturer narrative:
We checked the returned unit and confirmed that the ocular fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ocular. In addition, we confirmed that the control body fluid damage, the cfb screen cover glass fluid damage, the image guide fiber bundle (cfb) fluid damage, the screen mask fluid damage, the u/d knob broken, the light guide cable for prong perforated, the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) crushed, the bending rubber dirty, the insertion flexible tube (ift) dirty, and the ocular trim ring loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).